Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces used during suture passing.

Event description:
It was reported the surgeon was using the ar-3638 fibertak and as the surgeon went to shuttle the suture, the shuttle stitch broke right when entering the anchor. The surgeon then cut the rest of the suture and drilled a new hole and put another ar-3638 in. The rep reported all broke suture fragments were fully retrieved and the anchor body remained whole and secure within the intended implantation site.